Event description:
The customer reported a tandem mobi cartridge alarm during the pumping process. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. A reset was performed on the pump to clear the cartridge alarm, and no additional technical support was needed.